Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that this atrial lead exhibited high thresholds, low sensing, and low impedances and was surgically abandoned (capped). The pacemaker and lead were successfully replaced by new products. No adverse patient effects were reported.